Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the available information does neither allow to understand what exactly has happened nor enables an evaluation; this report is filed in abundance of caution. It can be concluded that the issue in general does not incorporate a previously unidentified or falsely assessed risk since the device detected the deviation and posted a corresponding alarm. The nature of the issue however remains unknown. The triggering condition may include component failures as well as infrastructure problems (e.g. Gas supply insufficient), lack of preventive maintenance (expiratory valve worn) and even issues with peripheral equipment (the effects of a significant leak in the patient circuit may be perceived as a ventilation problem). A differentiation is not possible due to lack of information. All types of alarms, potential root causes and dedicated remedies are listed in the IFU. It is recommended to the hospital to have the device inspected by authorized service personnel and to have it repaired if necessary.

Event description:
Dräger received an ufr in which the following was stated: "during normal operation of the ventilator in the anesthesiology department, the device suddenly alarmed and became inoperable. A backup device was deployed as replacement." There was no detail in the report which would reasonably suggest that the event may have led to consequences for the patient.